Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dual luer lock cap - kippmed was very challenging to open the package. The issue occurred during use while trying to put on a syringe with diluted medication. Scissor was used to open the packaging, resulting in caps landing on the floor or being contaminated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.